Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that an occlusion alarm occurred. System check was being performed by tandem technical support, however the customer declined to remove the site. Customer resumed insulin delivery. Customer¿s blood glucose level was 131 mg/dl.